Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be implanted as the lead could not be fixed as required. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.